Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076-45 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
The patient reported that the lead was not sensing and that there were problems with the device. The patient further reported experiencing shocks and pain, and that because of the lead issues "they have torn my inside, caused blood clots, bleeding, weight loss." It was further reported that the patient experienced multiple inappropriate shocks which were likely due to twos (t-wave oversensing). The device was explanted and replaced. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remained in use. No further patient complications have been reported as a result of this event.